Event description:
The reporter stated the surgeon implanted an 13.0mm icm130v4 implantable collamer lens on (B)(6) 2012 in pt's left eye. The les was explanted on (B)(6) 2012 due to excessive vaulting. The lens was exchanged for a shorter length lens. Pt's last visit on (B)(6) 2012, bcva 20/20.

Manufacturer narrative:
(B)(4).